Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the devices bolt sheared off on the front left caster.